Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye note a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the female connector and main body of the minicap transfer set. This occurred when disconnecting from the patient line of the cassette after peritoneal dialysis therapy. The transfer set had been in use for three and a half months. The transfer set was removed and the patency was tested by connecting a 10ml flush. The nurse was unable to push or pull fluid through the set. The transfer set was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.